Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (bg) level displayed as "high¿; although specific value was not provided with trace ketones. Customer administered a correction bolus via the pump to address the bg. Customer loaded a new cartridge to resolve the issue